Manufacturer narrative:
Isi has received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of bent grips to be related to the customer reported complaint. The medium-large clip applier instrument was found to have a bent grip, causing a misalignment of the grips. The offset was too small to accurately measure. The instrument was placed on the in-house system and the clip test was performed. The clip was unsuccessful in loading and applying clip to tubing. The root cause of bent instrument grip-tips is typically attributed to mishandling/misuse. No image or video was available for review a review of the instrument logs for the medium-large clip applier instrument (part number 470327-12/lot number k10220110-0124) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 82 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the medium-large clip applier instrument would not clamp the clip. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clamp the clip. The customer removed and redocked the instrument, still would not clamp the clip. The customer tried using multiple clips. The customer switched to spare clip applier instrument and it worked as intended. The procedure was completed with no reported injury. The endowrist medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and no damage was noted. The customer used the hem-o-lok medium-large clips. The medium-large clip applier instrument clip never closed and would not clamp down after trying multiple times. The vessel was not greater than 10 mm in diameter.